Event description:
It was reported that in the article, "guideline directed medical therapy for heart failure in patients with durable left ventricular assist devices", they sought to understand if angiotensin receptor-neprilysin inhibitors (arnis) were associated with reverse remodeling and functional improvement in patients with severe heart failure and therefore should be included in guideline directed medical therapy (gdmt). A retrospective observational study using intrmacs data included adult patients who received a heartmate 3 lvad from 2018 to 2022 and received gdmt at left ventricular assist devices (lvad) implantation and 6 months post-implant. Outcomes included death, rehospitalization, hemocompatibility related adverse events (hrae), right-sided heart failure, and arrhythmia. Study results indicated at 6 months, 15% of patients were on all classes of gdmt. Overtime, arni use increased while acei/arb use decreased. Outcomes for those on arni were better than with acei/arb but the differences may reflect a more contemporary cohort.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Date of event has been entered as 01jan2018 as data was collected between 01jan2018 and 01jan2022. Northwell, new hyde park, ny. Cooper, l. Et al. (2025b) ¿guideline directed medical therapy for heart failure in patients with durable left ventricular assist devices¿, the journal of heart and lung transplantation, 44(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, were documented as unknown. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, document rev. D is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including right heart failure and cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management,¿ (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. This section also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.